Event description:
The manufacturer received information alleging the "display is red and ventilator in operative error" occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the "display is red and ventilator in operative error" occurred. There was no harm or injury reported. The device was not returned to the manufacturer for evaluation. The quote has expired due to not response from the customer. No repair was performed. If the device were to be returned, and if upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date and a supplemental report will be submitted when the manufacturer's investigation is complete.